Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka), and a blood glucose (bg) level of 460 mg/dl; cause was unknown. The customer administered a correction bolus and a manual injection, along with drinking fluids in attempt to resolve the issue. While hospitalized, the customer was treated with intravenous insulin and fluids. Customer was released on (B)(6) 2019 with no permanent damage. Tandem technical support offered to follow up with the customer to perform a system check to ensure that the pump and related supplies were functioning as intended.